Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the, depuy synthes, ot its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filling this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip was broken off. Broken fragment was not returned for evaluation. This condition of the device was consistent with a component failure that was caused by exposure to unintended forces while usage. Furthermore, spots of visual corrosion were found over the surface of the device. Potential cause can be traced to maintenance, refer to the device/country specific IFU for information related to cleaning, sterilization, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) xpdm quick-con si poly scwdrvr was conducted identifying that lot number was mi37898 released in one batch. Batch 1: lot qty of (B)(4) units were released on 05 dec 2014 with no discrepancies. Supplier: micropulse incorporated as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review (DHR): as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 3, 2024, the screwdriver t20 tip snapped off inside the screw. This caused issues removing the screw as the screw was not fully inserted. The polyaxial head then popped off when trying to remove the screw and the screw was removed by a mole grip wrench. Another screw was inserted and the surgery was completed. Surgery was extended by 25-30minutes while trying various ways to remove the screw from the patient. The procedure was successfully completed. There was no injury to the patient. This report involves one (1) expedium spine system quick connect si poly driver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) xpdm quick-con si poly scwdrvr was conducted identifying that lot number was mi37898 released in one batch. Batch 1: lot qty of (B)(4) units were released on 05 dec 2014 with no discrepancies. Supplier: (B)(6). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Corrected data: d4: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.